Manufacturer narrative:
H6- device code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after an arterial tibial angiography catheterization of the left leg interventional procedure using a 6f sheath. Reportedly, [after deployment] there was resistance during retraction of the prostyle device. The device was pulled out with force against the resistance and the foot plate was noted partially deployed after removal. A small piece of tissue was noted on the foot plate. Blood was oozing from the incision site, and manual compression was applied for one hour to treat the tissue damage and to stop the bleeding. There was a clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was confirmed based on returned device condition. However, the lever was opened, and the foot was deployed with no resistance noted. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The subsequent patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.